Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation under magnification confirms that the distal end of the anchor is broken. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. In this case, it can be confirmed that the reported event was due to the off axis insertion. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair that the nose of the customer's healix advance br broke cleanly off where the inserter ends. The sales rep stated the nose was still attached by the suture so it was completely removed. The sales rep reported that the surgeon may have been off-axis and hit the humeral head while inserting the anchor. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep stated the bone hole was prepped with the healix awl and that the area was cleared. The sales rep reported the bone quality was good. No further information was available.